Manufacturer narrative:
Qn#(B)(4). The customer returned a guide wire and lidstock for evaluation. The catheter was not returned. Visual inspection of the guide wire revealed the core wire was broken adjacent to the distal end. The proximal weld appear full and spherical. A single kink is observed near the distal end. Multiple kinks were also observed throughout the guidewire body. Visual inspection of the catheter could not be performed as the catheter was not returned. The overall length of the core wire measured 601mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire measured .799mm which is within specification of .788-.826mm per product drawing. The undamaged portions of the guide wire was advanced through a lab inventory 7fr catheter like the one provided in this kit. The guide wire passed through the catheter with minimal resistance. A manual tug test confirmed the proximal weld is intact. A device history record review was performed no relevant manufacturing issues were identified. The IFU provided with this kit warns the user "the instructions-for-use (IFU) provided warns the user "do not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Also it warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld and multiple kinks was observed throughout the guidewire body. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature

Event description:
"An attempt at a venous catheter is attempted, after a puncture and an uncomplicated step when trying to remove the guide, it comes out with difficulty and loses its shape".

Manufacturer narrative:
(B)(4).

Event description:
"An attempt at a venous catheter is attempted, after a puncture and an uncomplicated step when trying to remove the guide, it comes out with difficulty and loses its shape".